Event description:
It was reported the electrode was damaged. The issue occurred during a hysteroscopic electric resection. The procedure was completed with a similar device. The fragment did not fall into the patient. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Updated fields: h6 and h11. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. A possible cause for the damaged electrode loop can be attributed to usage-related wear and tear. Olympus will continue to monitor field performance for this device.